Manufacturer narrative:
Product not returning. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized after experiencing low blood glucose levels for three nights. The customer stated that he experienced blood glucose levels as low as 37 mg/dl. The customer stated that he treated, but continued to experience low blood glucose levels, and had to remove the insulin pump. The customer feels that the insulin pump is not delivering insulin correctly. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. The customer stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.